Event description:
During the prep of a 3.0mm diameter x 20mm length d114 ptca balloon, the technician experienced difficulty in removing the protective sheath from the balloon. The protective sheath was reported to have stretched and elongated during the attempts to pull it off of the balloon. The technician then placed the balloon with the protective sheath in place on the back scrub table. A second d114 angioplasty balloon was then opened and advanced across the proximal lesion in the right coronary artery. The balloon was successfully dilated to 14atm and removed. It was determined that another inflation was needed. Therefore, the d114 balloon was re-inserted. However, it was unable to re-cross the lesion so it was removed from the pt. Subsequently, the technician removed the protective sheath from the first balloon and it was inserted across the lesion. The balloon was inflated to 8atm and 12atm when it was discovered that it would not deflate. The balloon was then inflated to 14atm. Attempts to deflate the balloon were unsuccessful despite attempts to puncture the balloon with guide wires and cutting the device. The balloon was inflated approximately 20 minutes when it was pulled out of the artery and removed from the patient in the inflated state. The pt experienced st segment elevation during the prolonged inflation. However, it was reported that the pt was stable and without physician complications after the procedure. The target lesion was successfully treated with an s670 stent. There were no additional clinical sequelae reported related to the event. The physician stated that the balloon should not have been used due to the problems experienced with the protective sheath. The necessity for force being applied to remove the protective sheath from the balloon was greater than normal. Given the difficulty experienced by the technician in removing the protective cover, the device should not have been used and should have been returned to medtronic ave for evaluation.